Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm8r, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was instructed by their health care provider (hcp) to experiment by setting stimulation below 0.90v which they had never gone below. Since lowering the stimulation the patient had excessive urine. The patient needed to turn stimulation up but had been frustrated because they couldn¿t seem to increase stimulation. The patient had stimulation off and was not sure if they had had it off since they tried to lower stimulation 2 weeks ago. The patient turned therapy back on and was able to increase stimulation to 0.90v from 0.80v. The patient would adjust and monitor their symptoms. Seven months later, the patient had never had therapeutic effect. The patient still used depends and pads, one at night and three to four during the day. The patient had to catheterize prior to going to bed. Their ¿urine slows down by noon,¿ causing numerous infections. Practicing better hygiene reduced the number of infections. The patient also had no control of their bowels, but that was preexisting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.